Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause the cable coming off from the remote switch section of the camera head and the scratched glass cover of the lens was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the autoclavable camera head to the service center for a separate issue. During the device analysis, the service technician found that the cable had come off from the remote switch section of the camera head, and the glass cover of the lens was scratched. There was no patient involvement.